Event description:
The nurse rotated the insulin pen to the desired number of units and a second nurse verified the dosage. When the nurse pressed the plunger, a "popping" sound was heard and it was noted the pen did not decrease. The nurse attempted to test the pen again using one unit and the same thing occured. There was no patient injury. The pen was returned to the pharmacy and the remaining pens (approximately 40) with the same lot numbers were pulled from stock.